Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the customer reports pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was performed for blank display and noticed display is solid white. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. Unit passed displacement test and self-test. No solid white display anomalies or display type anomalies noted during testing. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly damaged keypad overlay texture next to left arrow button.